Event description:
It was reported the insulation on the drive cables is broken near the connector end. The problem has not affected a case.

Manufacturer narrative:
Eval summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all prod requirements and returned to the customer.